Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens). Patient said they turned off their therapy and believes it is placed wrong. They also reported experiencing a shock in their left testicle and at the tip of their penis. They also noted a severe cramping in their left buttocks, down their left leg, in their left foot, and in toes. As a result of what was reported, they were strongly advised to contact their healthcare provider (hcp) for medical advice or if they had questions about their health. Six days later, patient reported discomfort. No further patient complications have been reported as a result of this event.